Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The device measured an out of range, low bipolar impedance measurement on the right-ventricular lead, causing the polarity to change to unipolar. The representative also determined intermittent loss of capture in this lead upon follow-up. The physicians will revise or cap this lead. The lead currently remains implanted.